Manufacturer narrative:
Device manufacture dates: battery pack 08/2004. Battery pack 03/2006. Monitor - 11/2003. Evaluation: device evaluations of battery packs and monitor have been completed. The reported problem was confirmed, neither battery pack would latch properly when tested with various monitors. The root cause was determined to be a MFR assembly error during the gluing process of the battery pack enclosure top to the base. When the enclosure top was glued in place the latch was slightly misaligned, resulting in the latch not fully engaging when the battery pack was inserted in the monitor. The enclosure tops will be replaced. This is an unusual occurrence. Monitor met specifications. No adverse event resulted from the faulty battery packs. The pt received two replacement battery packs and a monitor.

Event description:
A lifecor pt services rep contacted customer support to report that neither of the patient's battery packs would lock into place in the monitor. There is no "clicking sound" and the battery packs pull right out when pulled with slight force. The patient's monitor and both battery packs were exchanged.